Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient expired during the implant procedure. It was also reported the sheath was inserted into the subclavian artery and not the vein. The lead was advanced through the sheath at which time it was realized the artery was accessed. The intact lead was removed. Additional information revealed that ¿one or more medical staff that were present mentioned hemothorax.¿ a post mortem examination was not performed and the cause of death is not known.